Event description:
It was reported that the patient experienced retrograded ejaculation and a narrowed bladder neck. The narrowed bladder neck resulted in incision surgery.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/11/2024.

Event description:
It was reported that the patient experienced retrograded ejaculation and a narrowed bladder neck. The narrowed bladder neck resulted in incision surgery. The patient stated that the device affected his life.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Blockb3: the exact date of the event is unknown. The provided event date, 10/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/11/2024.